Event description:
On 11/11/2002, kimberly-clark corp received a complaint that pt claimed pt became ill and was diagnosed with toxic shock syndrome. The pt alleges that on 11/5, pt became nauseous, felt chest pains, and developed a rash on the inside of their legs. The pt was hospitalized. The pt was allegedly using kotex security tampons during this time.